Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2108-50m, serial: (B)(4), description: scs lead kit, phase 2 sterile package. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient died a few years ago. No further information could be obtained.